Event description:
A consumer reported she experienced redness, itching, and foreign body sensation with use of this product. She stated a doctor diagnosed her with an "allergic reaction" and informed her she had "micro-ulcers." She also stated the doctor recommended she discontinue use of this product. The consumer reported she is now using another brand of solution and has noticed an improvement.

Manufacturer narrative:
(B)(4). The complaint device associated with this report was received for evaluation. Testing of the product is in progress. Batch records for lot 35162 are also being reviewed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No similar reports for lot 35162. Additional information was requested from the consumer on (B)(6) 2009. (B)(4).